Manufacturer narrative:
The facilities maintenance cleaned the head drive assembly to repair the bed.

Event description:
Information received indicates, the head section is drifting down after the head up switch is released.